Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted on (B)(6) 2013, during an esophageal stent placement procedure. According to the complainant, the indication for stent placement was to treat a 3-4 cm malignant esophageal stricture. The lesion was not dilated prior to stent placement. The patient anatomy was not tortuous. During the procedure, a jagwire guidewire was advanced through the scope in the esophagus. The scope was removed and ultraflex was advanced over the guidewire into the desired position. The nurse started to release the suture and it was difficult to unravel the suture. After unraveling a few knots, it was not possible to deploy the stent. The partially deployed stent was removed and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4) for the reported event of the stent partially deployed. A visual examination of the returned device found that stent was partially deployed by 3 mm. It was noted that the shaft of the device was kinked at several locations along its length. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No other issues were noted with the device. The investigation concluded that the complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.